Event description:
It was reported that the tip of the balloon was separated from the rest of the stent delivery system (sds). This was found prior to use and the device was not used. During return device analysis, the stent was observed to be dislodged onto the shaft of the sds.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found no blood or contrast visible. The tip was separated at the distal end of the distal seal. The material was jagged at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was dislodged from the balloon and returned tightly crimped on the shaft. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Attempts were made to obtain clarification as to when the stent dislodgement occurred, however, not further information was available. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, and preparation/use of the catheter. To help ensure this is not the result of a product deficiency, all products are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the stent and balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. Pin gages were used to measure the inner diameter of the tip separation and this met manufacturing criteria. In this case, it is possible the tip was inadvertently handled during preparation, resulting in the tip separation; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, a conclusive cause for the reported tip detachment and noted stent dislodgment could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.